Event description:
The customer contacted baxter's technical service center to report an issue of low drain volume(ldv) found on the home choice (hc) device during use during initial drain. The baxter technical representative (tsr) had the home patient (hp) check for kinks, closed clamps, fibrin. The tsr had the hp check the lines coming out of the cassette door, transfer set. The hp did not find any problems. The tsr had the hp repositioned and the alarm reoccurred. The hp had been on initial drain for an hour. The tsr reviewed the program: continuous cycling peritoneal dialysis (ccpd) ; fill volume (fv)= 1500 ; last fill volume(lfv)=1000ml. The tsr had the hp check for air in patient line and hp confirmed yes. The tsr explained about checking the patient line before connecting and hp stated the she was only checking the clamp and was not aware that she had to check the patient line. Tsr assisted the hp to end therapy and advised to start over with new supplies. The tsr advised the hp to inform the registered nurse(rn) regarding this event. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint was confirmed for low drain volume(ldv). The cause was determined to be air in line. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.